Event description:
Reference number (B)(4). Event occurred in the unites states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2022. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.